Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this mechanical valve, one of the leaflets was found broken. The valve was explanted and replaced with another unidentified valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection noted that only one leaflet was attached to the valve, and there was marginal damage on the sewing cuff, which likely occurred during the explant procedure. Small black particulates were seen along the perimeter of the outer tray seal. Under magnification, the black particulates appeared to be leaflet remnants. The attached leaflet was intact with no evidence of damage such as cracks and/or surface anomalies. The orifice was intact with no evidence of damage. Both inflow and outflow valve hinge mechanisms were intact. The valve was rinsed under tap water and it was verified that the carbon subassembly rotated in the sewing ring. Conclusion: a review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released man ufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Based on the analysis and the reported information, a conclusive cause of the leaflet fractures cannot be determined. There are several potential causes could cause the leaflet fracture / damage: using other instruments for valve rotation, applied excessive force while rotating the valve leaflets, rotated the valve using the leaflet rather than using the rotator and the twisting of the leaflet broke the leaflet valve rotation related risks are addressed in the current risk management file. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.